Event description:
Customer reports being exposed to quality control material while crushing direct check control vial. Customer reports using protective sleeve required to activate controls for use. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method - no product returned from user facility. Results - customer complaint could not be confirmed.